Event description:
It was reported that sometime post a port placement, the catheter was allegedly fractured. It was further reported that the fractured catheter was allegedly located in the superior vena cava and right heart. Furthermore, the fractured catheter fragment was successfully retrieved with a snare device. However, a second fracture in the catheter was allegedly noted at the level of the clavicle. Apparently, numerous attempts have been made to snare this retained catheter fragment measuring about nine millimeters in length, which was located within the right internal jugular vein just adjacent to the confluence with the subclavian vein, posterior to the right clavicular head, and located peripherally within the vessel likely oriented along the vessel wall. Reportedly, this catheter piece was successfully removed via the right neck. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2024-03125 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2024-02309. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly fractured. It was further reported that the fractured catheter was allegedly located in the superior vena cava and right heart. Furthermore, the fractured catheter fragment was successfully retrieved with a snare device. However, a second fracture in the catheter was allegedly noted at the level of the clavicle. Apparently, numerous attempts have been made to snare this retained catheter fragment measuring about nine millimeters in length, which was located within the right internal jugular vein just adjacent to the confluence with the subclavian vein, posterior to the right clavicular head, and located peripherally within the vessel likely oriented along the vessel wall. Reportedly, this catheter piece was successfully removed via the right neck. The current status of the patient is unknown.